Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #531a; serial #(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion and signs of crystal deposits on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 147,981 joules and 16 minutes of use ¿fiber turns on within the sheath, impossible to use¿ was noted. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed by utilizing the second fiber. Patient outcome: ¿no injury¿ to the patient reported.